Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3317623. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
Event 2 of 2. The IV was splicing or sheering due insertion of IV after repositioning during insertion. See response from customer below. The issue happened during repositing, after inserted and pulling back the needle broke through the catheter. This incident is a recent occurrence and has happened twice. Clarification received 1/21/2026: no patient harm just painful.